Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 92-year-old male patient in french reimbursement study with an aortic dissection underwent a thoracic aortic endovascular repair (tevar) on (B)(6) 2021, where a zdeg-pt-36-154-pf (complaint device) was implanted without difficulty. The degree of oversizing was not reported. The primary tear was distal to the left subclavian artery. The dissection began at the level of the left subclavian artery and extended to the infrarenal abdominal aorta. An unknown secondary or re-entry tear was reported. The proximal seal zone had moderate tortuosity with no calcification, occlusive disease, or thrombus. Information on the distal seal zone was not obtained. The device was implanted below the left subclavian artery. A balloon was used on the proximal sealing zone of the graft during the procedure. A type 1b endoleak (B)(4) was reported at the end of the procedure. It was reported that blood flow from the bottom of the graft was communicating with the primary tear allowing flow into the false lumen. The patient discharged on (B)(6) 2021. On(B)(6) 2021 (7 days post-procedure) a secondary intervention was successfully performed, where a distal graft extension (a zdeg-p-36-204-pf) and dissection stent (device information is not available) were implanted. Based on the imaging review on 16-days postop CT study 9 days after the secondary intervention a type 1a endoleak was suspicioned involving a zdeg-pt-36-154-pf (complaint device). On (B)(6) 2021 it was reported that the patient died due to a progression of pancreatic cancer. No further imaging or secondary interventions were reported. Review of the device history record gave no indication of the device being produced out of specification. A preoperative and 3 postoperative CT studies along with the complaint report were provided and reviewed by cri. Per the imaging review, at 16 days postop, there is a new appearance of contrast around the proximal zdeg graft with a thin line of false lumen perfusion here. This is suspicious for a type 1a endoleak. Also per imaging review, the proximal zdeg graft is placed 9 mm distal to the lsa, so adequate coverage of the proximal entry tear cannot be confirmed. Also, the proximal neck (from the lsa) on preop imaging is outside of IFU for this device due to severe reverse-tapered anatomy. The aortic diameter at the lsa is 35 mm and then dilates to 41 x 43 mm at 20 mm from the lsa on the preop CT. Per IFU "key anatomic elements that may affect successful exclusion of the dissection include severe angulation (localized angulation > 45 degrees); short proximal fixation site (< 20 mm); an inverted funnel shape at the proximal fixation site (greater than a 10% increase in diameter over 20 mm of fixation site length)". Based on the provided information and imaging review, patient´s anatomy likely contributed to the endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# pr(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): p180001. Investigation is still in progress.

Event description:
According to the initial reporter: the 16-day postop CT study, dated (B)(6) 2021, is 9 days following the secondary intervention. The proximal graft position is unchanged. There is a new appearance of contrast adjacent to the proximal graft with a thin line of false lumen perfusion that is suspicious for a type 1a endoleak. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. D4) correction of rpn.

Event description:
According to the initial reporter: the 16-day postop CT study, dated 02apr21, is 9 days following the secondary intervention. The proximal graft position is unchanged. There is a new appearance of contrast adjacent to the proximal graft with a thin line of false lumen perfusion that is suspicious for a type 1a endoleak. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.